Event description:
It was stated that the insulin pump was having low battery life. Troubleshooting was performed and the customer was using the correct batteries. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to test the operating currents due to the blank display.